Manufacturer narrative:
Device not returned for testing. No patient injury was reported.

Event description:
The probes were tested as usual and passed. After placing all six probes and beginning the freeze cycle, ice was forming all the way up probe #2. We stopped, thawed the probe, removed and replaced it with another (B)(4). The discarded probe was removed by housekeeping and discarded, therefore, it was unavailable for return.